Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32805. It was reported that the patient experienced ineffective stimulation. Imaging confirmed that one of the leads had migrated down. In turn, surgical intervention took place on (B)(6) 2020 wherein the right lead was explanted and replaced. Post-operatively, stimulation therapy was restored. It is unknown which lead was replaced, therefore both leads are being reported.